Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 3006705815-2019-03490. It was reported that patient experienced uncomfortable stimulation due to high impedances. Surgical intervention was undertaken on (B)(6) 2019 wherein a lead was explanted and replaced. Effective therapy was restored post operatively. It is unknown which lead was explanted and replaced and both will be reported.